Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. The patient was under impella cp support for cardiogenic shock secondary to myocardial infarction complicated by ventricular septal defect. After six days of uncomplicated care with the impella cp, the patient underwent surgery to resolve the mechanical complication resulting from the heart attack. Extreme vasoplegia developed postoperatively. Due to high doses of norepinephrine, limb ischemia developed, and it was decided to explant the impella. The patient's condition deteriorated, and he died hours later.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)".

Manufacturer narrative:
Investigation summary: ppae (ischemia): in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot. Device lot: 1955206. Device history batch. Subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.